Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the plate was able to be opened and closed without any issue. The device did not have any damaged or broken components that could have affected its function.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and a drain was used. In the ICU room, the negative pressure was unable to apply to the reservoir. There was no adverse consequence to the patient. Additional information has been requested.